Event description:
It was reported that during a vertical sleeve gastrectomy procedure, after the first firing of the device the staple line had to be over sewed. On the second stroke the staples did not form. There was some bleeding. The amount of bleeding is unknown and the patient was not given a blood transfusion. The staple line was over sewed as a fix. Another device from a different lot number was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that device (a) was returned inside its original package and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned inside its original package and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (c) was returned inside its original package and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (d) was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5g97k, (mfg date: 4/19/2012; exp date: 3/19/2017).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Near the antrum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? 2nd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No